Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review and an instruction for use review, could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that no clinical factors have been identified which would have contributed to the reported adverse events. The impact to the patient beyond that which has been reported cannot be determined since the reported adverse events have not been resolved. Based on the limited information provided we are unable to conclude on factors known to contribute to the alleged report. No containment or corrective actions are recommended at this time.

Event description:
It was reported that after a meniscus repair with a fast-fix- flex, the patient experienced pain that was treated with medication, reduced range of motion specifically unable at achieve full flexion that was treated with physical therapy and significant swelling for what a MRI scan of the knee was ordered. Patient outcome is ongoing.

Manufacturer narrative:
Internal complaint reference case-(B)(4).